Event description:
It was reported by the customer that the insulin pump was alarming button error after changing the batteries. Customer stated they were wearing the device on their under garment and removed it to replace the batteries, after which the alarm occurred. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 167 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. The insulin pump received with intermittent button due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.